Manufacturer narrative:
Product event summary: the lead was returned for analysis, however, prior to returned product analysis, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular (rv) lead. It also indicated the criteria for the right ventricular lead integrity alert were met, and that the impedance on the rv pacing lead was beyond the expected upper range.

Event description:
It was reported that a right ventricular (rv) lead integrity alert (lia) was triggered for noise when several non-sustained tachycardia episodes occurred with high frequency. The rv lead was inactivated and later explanted and replaced. During the revision procedure, the left ventricular (lv) lead dislodged. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The proximal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured.